Event description:
It was reported that customer's insulin pump alarmed button error. Customer's blood glucose was unknown. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump received with unresponsive buttons, due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case on display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and broken belt clip slot.